Manufacturer narrative:
The device was repaired and returned for use. An investigation is currently ongoing. If new relevant information becomes available a follow up report will be submitted.

Event description:
The end cap of a trulight light head side handle fell off during a surgery. No injury reported.